Event description:
It was reported that the customer required assistance to treat a low blood glucose (BG) level. Customer was "not able to confirm" BG value at the time of the event. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with glucose to address BG level and was released on the same day (b)(6) 2026 with the issue resolved and no permanent damage. Tandem Technical Support (CTS) performed a system check and performed a review of the pump data to determine a possible cause. CTS determined that the pump functioned as intended and the cause of the low BG was unknown. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.